Manufacturer narrative:
Concomitant products: 5076-52, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance values. The impedance trend for the pacing and rv coil were noted to have a varying trend since the recent device changeout. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead fractured and was oversensing. The lead was explanted and replaced.